Event description:
Reporter indicated that device diagnostic testing (systems diagnostic test) at an office visit resulted in high lead impedance reading (dcdc code 7 and limit), indicating possible lead malfunction. The elective replacement indicator was no, ruling out generator battery end of life as likely cause of the high impedance test results. Device diagnostic testing performed at previous office visit approximately 6 months prior was within normal limits, indicating proper device function at that time. Review of x-rays manufacturer did not reveal any obvious discontinuities in the vns system. Treating physician was not aware of any recent trauma experienced by the patient that may have damaged the vns system. Lead break is suspected. Revision surgery is likely. No serious injury was reported in conjuction with the high lead impedance condition.

Manufacturer narrative:
The vns therapy system is indicated for use as an adjunctive therapy in reducing the frequency of seizures in adults and adolescents over 12 years of age with partial onset seizures that are refractory to antiepileptic medications. In the united states, the vns therapy system is approved for use in adults and adolescents over 12 years of age with partial onset seizures that are refractory to antiepileptic medications.